Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for routine follow-up, device was found to be in backup vvi mode. Patient could not recall anything peculiar event on the date of recorded bvvi. Device download was performed successfully. Patient¿s condition was stable throughout.